Event description:
It was reported there was noise on the EKG (electrocardiogram) programmer/cable connection and it is unknown if this was caused by the EKG connector or the EKG cable. The programmer was returned for repair. Status of the cable is unknown. Follow up indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).